Manufacturer narrative:
(B)(4). Additional information: this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional narrative: baxter received one sample for evaluation. Visual examination of the sample confirmed a ruptured reservoir. No other observation was noted on the sample. A tier ii (B)(4) was initiated to address the root cause investigation of the bladder rupture issue. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Event description:
Baxter (B)(4) received a report that one (1) infusor lv5 reservoir ruptured during patient use at the patient's home. The device was filled with 5-fluorouracil and saline. There was no patient injury or medical intervention reported. No additional information is available.